Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose level ranged between 161 mg/dl and 251 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue (malf. 15) was verified. Based on the analysis, the alleged issue (malf. 12) could not be verified.